Event description:
It was reported that the user experienced elevated blood glucose while using the ilet, with readings rising from 350 mg/dl to 400 mg/dl after a meal announcement and bolus, then trending downward; the user observed no supply issues such as leaking, kinks, or air bubbles, and no new medications were started. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no findings available, with insufficient information to identify a device-related problem or specific component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.